Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was received without the original battery cap. Unable to verify battery cap damage.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of incident. It was also reported that battery cap was cracked. The insulin pump will be returned for analysis.